Event description:
The customer reported that the device crashed and could not boot.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer. The symptom was verified. The issue was localized to a failed battery.